Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed. The deployment starting point was at the bottom of the pigtail at an implant depth of 1 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The valve dislodged aortic.

Manufacturer narrative:
Updated data: a2 b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6 annex a code (a1502) was submitted erroneously on the initial regulatory report and is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not performed thus it is not possible to validate a good load. A pre-balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed in the cusp overlap view, and there is evidence of possible two recaptures. An angiogram to assess valve depth just prior to valve release was not performed so it is not possible to confirm adequate depth. However, the valve appeared to be stable immediately after final release. It was reported the nose cone interacted with the valve frame causing it to dislodge aortic. However, images of the dislodgment event were not captured. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Subsequently, the dislodged valve was snared, and a second valve was implanted. As listed in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosth etic valve migration/embolization. Conclusion: the subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. The reported event indicates that, after the valve was implanted, the tip of the dcs caught on the valve following the final release, causing it to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience. The evolut fx system IFU, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012353779); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had severely calcified anatomy and severely hypertrophied ventricle. At 80% valve opening, the implantation depth was correct for valve placement. During the final release phase, the patient's anatomy and the movements implemented on delivery catheter system (dcs) resulted in the valve rising to a depth of 0-1 mm. Subsequent contact with the nose cone compromised the implant, resulting in a dislodgement. A new valve, dcs and compression loading system (cls) were successfully used for implant. No additional adverse patient effects were reported.